Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
Customer reported that during shift check, the autopulse platform (serial #(B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (serial (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the drive shaft not to be at home position as a result of user error. Unrelated to the reported complaint, a damaged load plate cover, several screws were missing from the top cover and a patient head restraint loop wire was cut on the autopulse platform were observed during visual inspection. The damaged load plate cover, missing screws and cut loop wire were due to user mishandling. The screws and top cover were replaced to remedy all three issues. Additionally, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance in which caused by a sticky clutch plate. Deburring was performed to remedy sticky clutch plate. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Unrelated to the reported complaint, ua18 (maximum takeup depth exceeded) was also observed in the archive. The returned autopulse platform was disassembled and found that the drivetrain motor was installed wrong, it was upside down. This event was attributed to the user, the platform has been operating for nearly 5 years and this explained the missing screws. The drivetrain motor was reinstalled correctly. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was powered on. To remedy the issue, the drive shaft was rotated to home position by using the administrative menu. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all the functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).